Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8249529. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-09-06. Medical device lot #: 8215721. Medical device expiration date: 2019-12-31. Device manufacture date: 2018-08-03. Medical device lot #: 8276787. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-10-03. Medical device lot #: 8249530. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-09-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had problems with fibrin in the tube. This occurred on 10 occasions after use. The following information was provided by the initial reporter: customer informed they had problems with fibrin in the edta tube. Information received by email on 9/11/2019: there was no wrong exam result due to the event. There was no damage to the patient/health professional, but the patient needed to go to the laboratory once again to make a recollect of the blood sample. There was no need for medical or surgical intervention. Sample or photos are not available.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen, several factors are key. Included, but not limited to: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume (by use of no additive tube to fill pbbcs tubing) to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Order of draw for edta tubes is subsequent to all other tubes, with the exception of the fluoride (glucose) tube. The ¿order of draw¿ guide is attached. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had problems with fibrin in the tube. This occurred on 10 occasions after use. The following information was provided by the initial reporter: customer informed they had problems with fibrin in the edta tube. Information received by email on 9/11/2019: there was no wrong exam result due to the event. There was no damage to the patient/health professional, but the patient needed to go to the laboratory once again to make a recollect of the blood sample. There was no need for medical or surgical intervention. Sample or photos are not available.